Event description:
A physician had difficulties retrieving an imaging catheter during treatment of a acute myocardial infarction (ami) case by percutaneous coronary intervention (pci). The lesion was 90% stenosed with calcification and moderate tortuous in the proximal right coronary artery (rca). Access was achieved with a guide catheter and guidewire via radial approach without difficulties. The lesion was pre-dilated with a balloon catheter and confirmed with an intravascular ultrasound (ivus). After pre-dilation, a stent was deployed and confirmed with ivus. A second stent was deployed at proximal of the first stent and ivus was performed a third time. Upon removal of the ivus catheter; the catheter became stuck with the stent. Physician achieved successful release from stent by advancing ivus and guidewire together; therefore, allowing removal of the catheter from the patient's body. Patient was reported to be doing "fine".